Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the night before, her blood glucose was 82 mg/dl and she had sugar to treat. The sensor was reading 70 mg/dl the threshold suspend alarm was not triggered. The customer also reported she receives sensor alerts usually during the night. She turned the sensor feature off and back on the next morning but received calibration errors and change sensor alerts. The customer was advised to change the sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications. However, performed the bicarbonate buffer test and the sensor failed due to low readings.